Event description:
Upon investigation, the complaint was confirmed. External observation revealed that the resistor was not in the correct position and could not lift the lever arm of the pump. An internal investigation was conducted and revealed that the resistor drive motor was out of line and had no resistance, like normal, while trying to put back into the correct position. A new resistor drive motor was put in to do a final acceptance test and find if there were any other faults for the pump. Pump had passed final acceptance test and found no other faults. Resistor motor drive will be replaced during repair.

Event description:
The following has been reported: (B)(6) 2024 williamsburg pump alarmed service needed. Staff unsure if stopped during infusion, no patient harm. An initial review of the device logs reveals the following: mechanical hardware failure (vr assembly). An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.